Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately high in comparison to his wife¿s feelings and/or normal readings. The reporter stated that the meter was his, but his wife¿s meter is lost. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that he first became aware of the alleged meter inaccuracy began on (B)(6) 2017 at 3am. The patient reported obtaining alleged inaccurate high blood glucose results of ¿221 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient controls her diabetes using a combination of medication, including glimepiride 1 mg and novolog insulin, and he confirmed that the patient did not make any changes to her usual diabetes management regimen. The reporter alleged that on (B)(6) 2017, at 3 am, he woke up and tried to talk to his wife, he noticed that she was ¿talking funny¿ and he decided to test her blood glucose (221 mg/dl result), whilst carrying out the test his wife developed a further symptom of a ¿seizure¿. In response to the alleged symptom, the reporter called the emergency services. On arrival the reporter stated that the emergency services meter obtained a blood glucose reading of ¿30 mg/dl¿, and the patient was treated with IV glucose. A later blood glucose test after the administration of glucose read ¿in the 200¿s mg/dl¿. The emergency services advised the reporter to eat some breakfast, and she then felt better. During troubleshooting, it was established that the subject meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the reporter did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.